Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4). Device evaluated by MFR: returned product consisted of the coyote es balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. The tip was damaged. Microscopic examination of the balloon revealed two pinholes in the balloon wall at the proximal edge and distal edge of the distal markerband with pulled material over the markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified the left iliac artery. A 2 mm x 40 mm x 145 cm coyote¿ es balloon catheter was advanced for dilation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a coyote balloon catheter. No patient complications were reported.